Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip and the tube of the single site permanent cautery hook (pch) instrument became bent and separated, rendering it unusable. There were no reports of fragments falling into the patient. The procedure was completed with no reports of patient injury.